Manufacturer narrative:
Film evaluation results are: the exact cause of the occlusion could not be determined from the films provided. Angio¿s at implant were not available for review; the blood flow dynamics at implant could not be assessed. Pre-implant CT¿s noted a significant amount of vessel thrombus primarily along the bottom of the proximal neck and near the origin of the left common iliac artery. CT¿s at 1-month showed thrombus within the bifurcate aortic body, and beginning at the flow divider the entire contra/left limb was 100% occluded. The occluded left/contra limb was compressed down to approximately 6mm ID near the origin of the lcia, and this left limb compression was also observed on the angio¿s. Thrombus was also observed on CT¿s within the origin of the ipsi/right limb, between the level of the flow divider and gate, where the right limb was compressed down to 7mm ID. It is possible that stent graft placement within these thrombosed vessels likely caused the observed stent graft compression, which may have contributed to the left limb occlusion. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. Information references the main component of the system. Other relevant device(s) are: etlw1613c124e, v06333334. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. The aortic neck was 21.8 mm in diameter below the renals, at 20 mm it was 21 mm, at 30 mm it was 22.1. The aortic neck length was 55.5 mm. The distal neck diameter was 26.1 mm. It was reported that the patient presented emergently with left leg pain. A CT was performed and showed the limb had thrombosed from the flow divider down past the knee. The patient was then taken to the cath lab and tpa was administered. The patient was brought back and the clot had dissipated except in the majority of the 16x13x124 endurant limb. The decision was made to bring the patient back and re-lined the left limb from the flow divider down to just above the left internal iliac. An endurant 16x13x124 was implanted proximally and then a second endurant was implanted 16x10x82. Flow was restored but then stenosis was noticed in the proximal left common and another manufacturer's stent was implanted. The physician then deployed a 10x38 covered stent just above the hypo to ensure it covered the left over thrombus. The physician was pleased with the result and closed the access sites. The patient was extubated and was responsive. The patient's kidney function was getting better, it was high during the case; however, it has normalized. The physician stated that the patient has some left leg pain where there was loss of blood from the sheath that was used for tpa earlier in the week. Per the physician the cause of the event is unknown but does not believe it to be related to the stent graft. No additional clinical sequelae were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.